Event description:
During a sigmoid resection, the device misfired a partial staple line on the anterior portion of the coloproctostomy. The anastomosis was hand-sutured and there was no patient consequence. One device will be returned.